Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
"It was reported that the plastic spacer shattered while the surgeon was putting in the stem. It was reported that the broken plastic was not able to be removed. It was reported that the surgeon had to remove the stem, and begin with a new stem and spacer."